Manufacturer narrative:
As reported, a perfix plug was implanted beyond the labeled expiration date. The labeling of this product includes the expiration date and is found on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no injury to the patient. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 502 units released for distribution in august 2018. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open inguinal hernia repair procedure on (B)(6) 2023, an expired perfix plug was inadvertently implanted into the patient. The labeled expiration date of the implant is (B)(6) 2023. There was no additional medical or surgical intervention performed and the surgeon has no concerns.